Event description:
The pump was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, channel b of the device did not sound an audible alarm tone during an alarm condition while on high and low volume settings. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.